Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during intra-operative procedure, the artifact response on the nim on vocalis 1 and vocalis 2 was higher than u sual/intermittent/unexpected . At other times emg tube channels would intermittently "drop" from connection with the nim, verified by electrode checks during the procedure. Ground and stim return were verified to be in proper, original, placement. Emg tube was verified throughout to be midline and at appropriate depth. Electrode routing from tube to pi box was changed and seemed to minimize additional "drops" and unexpected artifact response. The procedure was completed with the reported product(s). There was no patient injury.

Event description:
Additional information received, the tube worked as intended when checked prior to use.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.